Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that 20cm of the old catheter was retained in the patients side where it had been previously tunneled. It was not part of the new catheter that was implanted and none of it was retained in the intrathecal space. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving compounded baclofen (3000mcg.ml at 950mcg/day) via intrathecal drug delivery pump. The indication for use was noted as brain injury. It was reported that the catheter was removed from the spine but was unable to be removed from the area where it was tunneled from posterior to the anterior pump pocket. Approximately 20cm remained in the patient. Internal scar tissue in the pocket site caused difficulty replacing the pump during replacement for elective replacement indicator (eri). While the healthcare provider (hcp) was trying to dissect the pump out of the scar tissue from the pocket, the existing catheter was damaged. The hcp tried to dissect the remaining catheter out but was unable to due to scarring. The issue was not resolved. The patient was reported as "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative and the hcp were present together when the event was discovered as they were doing a replacement of the patient's pump. The pump was not specifically involved, it was normal elective replacement. The damaged catheter and scar tissue had not been resolved. A new catheter was inserted and 20cm of the old catheter remained in the patient. There were no further complications reported at this time.